Event description:
Patient had red heart alarms during daily walk while connected to batteries. Patient was asymptomatic without clinical indication for red heart alarm. Patient able to change out system controller, which stopped red heart alarms.